Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized prior to passing away. Dianeal therapy had been ongoing prior to the patient passing away. The patient was not performing therapy at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Manufacturing date is unknown day february 2014. As the device was not linked to the reported death until after the device had been serviced, a complete device evaluation could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.